Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions, component codes ), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection of machine fse reported that ¿fan failure¿ alarm triggered. Return visit required with parts. Fse replaced cable assy,fan,70mm 6". Device passed all functional check and safety tests according to factory specifications. Device was return to customer for clinical use.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3 , e2, e3, h2 , h11. Corrected field : h6 ( investigation conclusions).

Event description:
It was reported during routine check that the cardiosave intra-aortic balloon pump (iabp) unit had a fan failure detected. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.